Manufacturer narrative:
On (B)(6) 2018, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 01/07/2019, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR review for the lot number of the suspect medical device says that the lot was manufactured in january 2003, but it was reported to mentor that the implantation date was in 1971. Mentor performed a follow-up with the initial reporter and a response was received. The initial report confirmed the 1971 implantation date. Mentor acknowledges the discrepancy between the reported implantation date and the device manufactured date. Mentor will report the information received as-is to the FDA. On 01/21/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, mentor product analysis lab observed the device severely rented; it was found just a part of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the left breast prosthesis was confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 12/07/2018, mentor received additional information about the event. The suspect medical device is a mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3503501bc, lot #269248, UDI # (B)(4), serial number is unknown. A device history record review for lot #269248 is in progress. Once completed, a supplemental report will be submitted. (B)(4).